Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented to the emergency room with chest pain. The right atrial (ra) lead exhibited potential oversensing on electrogram. The lead remains in use. No patient complications have been reported as a result of this event.